Event description:
The facility reported a colleague infusion pump with a channel c air in line. It is unknown when this condition occurred but it occurred during biomed service. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "channel c air in line" was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a faulty pump head module on channel c. In order to correct this condition, the pump head module on channel c was replaced. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.